Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR: the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c one of the parkes error grid. H2: correction. H6: method code - correction. H6: result code - correction. H6: conclusion code - correction.

Event description:
The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b one of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was in an extreme low glucose state and was unconscious. His wife called emergency medical services (ems) as she was unable to wake him. The cgm was reading 67 mg/dl but the bg was 17 mg/dl. Ems administered glucose via intravenous (IV) therapy, and the patient was then in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c one of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.